Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of requesting medical records and treatment sheet related to this event. The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A facility biomedical technician reported an adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The head nurse stated that the patient experienced what she believed to be a seizure, of unknown origin, during the hd treatment. She confirmed that the patient did not code or experience cardiac arrest. However, when the seizure like activity was observed, the patient's blood was returned and the "rapid response" team was summoned. The patient was stabilized without medical intervention being required. No other symptoms were exhibited by the patient. Samples of the dialysate in-use during the hd treatment were taken and tested; the user facility revealed that no issues with the dialysate were identified. Following the event, the system was removed from service for evaluation. No machine malfunction was alleged, observed, or identified. The unit has been returned to service at the user facility without issue. The bloodline device is not available to be returned to the manufacturer for evaluation is it was discarded by the user facility. The hd treatment was performed at an in-patient hospital unit. Although requested, no additional information has been made available. A facility biomedical technician reported an adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The head nurse stated that the patient experienced what she believed to be a seizure, of unknown origin, during the hd treatment. She confirmed that the patient did not code or experience cardiac arrest. However, when the seizure like activity was observed, the patient's blood was returned and the "rapid response" team was summoned. The patient was stabilized without medical intervention being required. No other symptoms were exhibited by the patient. Samples of the dialysate in-use during the hd treatment were taken and tested; the user facility revealed that no issues with the dialysate were identified. Following the event, the system was removed from service for evaluation. No machine malfunction was alleged, observed, or identified. The unit has been returned to service at the user facility without issue. The bloodline device is not available to be returned to the manufacturer for evaluation is it was discarded by the user facility. The hd treatment was performed at an in-patient hospital unit. Although requested, no additional information has been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Although requested in order to complete a fully detailed investigation, no medical records, including hemodialysis orders, treatments sheets, patient hospital records, and progress notes, were made available regarding the reported event of seizure. Lack of sufficient information related to this event precludes a meaningful evaluation of this case, to confirm if the alleged complaint was related to a machine malfunction as a consequence of human error. The system level review of this 2008k2 hemodialysis (hd) machine and the concomitant acid and bloodline products used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers for the naturalyte acid concentrate and the combiset bloodline used during this hd treatment were not provided. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint product samples were returned, and no companion product samples were made available to the manufacturer for physical evaluation.